Event description:
Tube was going to be used until rptr saw that the tube & cuff were corroded, discolored, & moldy.

Manufacturer narrative:
June 25, 1998: investigation results. The device in question was returned. Visual examination shows that there is significant discoloration of the latex cuff in the areas of the cuff that are normally exposed to the environment when the cuff is completely deflated. Also, there is cracking & delamination of the material at the proximal shoulder & the cuffs have broken open at the bond site. No other anomalies were detected. The retained units for this lot was examined; no similar degradation of the latex cuff is observed 7 no other anomalies are detected. Based on the info available & the examination results, it is concluded that the deterioration of these two devices is specific to this user & no mfg error has occurred. The degradation observed is consistent with exposure to ozone & heat. Ozone is generated by high voltage electrical equipment, such as x-ray machines & short wave ultra violet sources such as those used for water purification. Ozone concentrations decrease rapidly with increasing distance, thus this device must have been stored fairly close to the source of the ozone. This event is specific to the user because user also submitted another device, with a different product code, & different lot number (from a different year), making it very unlikely that these devices were stored together at any time prior to the arrival at the user facility. No further info is anticipated for this report. Please note: MDR# should read 1317749-1998-0006, not 1317749-1998-0006.